Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri eri due to high battery impedance was triggered on (B)(6) 2010, prior to explant. Ramware version 8 was installed on (B)(6) 2010. Analysis of device found battery had high impedance. The incorrect rtt battery voltage measurements are the result of high internal battery resistance.

Event description:
It was reported that the patient presented to the clinic symptomatic. The device battery was at elective replacement indication, and the battery was alleged to have prematurely depleted. The device was explanted and replaced. No patient complications have been reported as a result of this event.